Event description:
Patient to MRI for 3 MRI under anesthesia. The MRI safe vitals monitor bp (blood pressure) cuff would not give a reading. MRI tech did troubleshooting, but it was unsuccessful. Biomed stated it was an internal issue and needed to be set out for repair. MRI had to be rescheduled.